Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that a leakage noise was coming from the compressor. There was no patient involvement. Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No device logs were received and no part was returned. Our field service engineer found that the reported leak noise was coming from the external air filter (water trap). After the air filter was replaced there was no more leak noise. If the air filter malfunctions/starts leaking during ventilation, ventilation may stop and this will then cause the ventilator to generate several visible and audible alarms. Our conclusion is that the reported issue was caused by a defective air filter (water trap). The root cause why it was malfunctioning could not be determined due to lack of information.

Event description:
Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).